Event description:
Follow up information identified as patient underwent surgical intervention to have ipg removed and replaced with a different model. Surgical intervention is believed to have resolved the patient's issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient received a "low battery warning" message. As a result, the patient will undergo surgical intervention.